Event description:
Caller reported cartridge alarm 30, which occurred during the cartridge load process. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in loading a new cartridge using the correct technique and identified that removing the o-ring resolved the issue. The caller was then able to successfully load a cartridge and resume insulin therapy, and the matter was resolved.